Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) unit. The technical service representative (tsr) cleared the error for the home patient (hp) and explained its cause. The tsr suggested to either have program adjusted or to use larger bag for supply bag to prevent this from happening. The hp would complete therapy with manual exchange. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the home patient's nurse, the nurse stated that the home patient did not notify her of this but that she saw the patient after this report and she is doing fine.